Event description:
During pci, the patient had one unknown lot # endeavor sprint rx drug-eluting stent implanted. At 192 days post index pci, the patient experienced stent thrombosis which was successfully treated with tvr.

Manufacturer narrative:
Results: unknown (root cause could not be determined). Inherent risk of procedure (stent thrombosis). (B)(4). Outcomes of patients treated with the everolimus-eluting stent versus the zotarolimus- eluting stent in a consecutive cohort of patients at a tertiary medical center.